Event description:
It was discovered that the anterior plate was broken at the level of the most distal tibial screw. Revision surgery was completed to remove all broken hardware.

Event description:
It was discovered that the anterior plate was broken at the level of the most distal tibial screw. Revision surgery was completed to remove all broken hardware.

Event description:
It was discovered that the anterior plate was broken at the level of the most distal tibial screw. Revision surgery was completed to remove the broken plate.